Event description:
It was reported that a homechoice pro had an unknown problem. The specific issue was not reported. It was not specified when in the therapy this occurred. It is unknown if there was patient involvement; however, there was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and evaluated. No abnormalities were identified during visual inspection. Functional testing of the device could not confirm the reported problem. The event history log review indicated several alarms, but as the reported alarm was unknown, the problem could not be confirmed though the logs. A device history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The reported problem was not confirmed during sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation of the event log, it was identified that the reported problem was a system error 2240. The cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.